Event description:
This is a report from a us nurse of patient experiencing bacterial peritonitis and fatal sepsis in a (B)(6) female patient due to touch contamination. Dianeal pd4 ambuflex therapy was in use. On an unreported date, the patient began treatment with dianeal pd4 intraperitoneally (ip). During a call with baxter customer services, the nurse stated on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. A peritoneal effluent culture was performed which was positive for (B)(6) negative (B)(6). It is unknown what treatment and interventions were required. It is unknown if dianeal therapy was ongoing at the time of the event. The patient was recovering from the peritonitis. Per the nurse, the bacterial peritonitis was not related to dianeal therapy and was caused by the touch contamination. On an unreported date in 2010, the patient became septic. On (B)(6) 2010, the patient expired. The cause of death was possibly due to sepsis. The cause of the sepsis was due to the peritonitis. Treatment and interventions for the event of sepsis are unknown. It was unknown if an autopsy was performed. Dianeal therapy was ongoing at the time of the patient's death. Per the nurse, the fatal sepsis was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4).the sample was discarded, therefore no evaluation was performed.

Event description:
This is a report from baxter australia of a lower clearlink port that was unable to flush or run fluid and leaking back through the line. The reported condition occurred during priming. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem the root cause investigation is in progress.